Event description:
Reportedly, when the device was powered on, a connect electrodes message was displayed, and an analysis of pt ECG could not be initiated as a result. Connections to the pt and the device were checked in an unsuccessful attempt at correction. At this time an advanced life support crew arrived on scene and used their manual defibrillator to continue pt treatment. The pt was not resuscitated. The reporter stated the reported discrepancy did not affect pt outcome based upon use of the backup defibrillator.